Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is an initial and final report combined.

Event description:
A broken/leaking dacapo power pack was received at service _ repair. No report of user contact with electrolyte or injuries has been received.